Manufacturer narrative:
Concomitant medical device: addrs1 ipg implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high threshold and impedance measurements. It was further reported that the ra lead had a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.